Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic endoscopy lung lobectomy, after pressing the green button, the handle could not be squeezed and the device did not fire. The issue occurred with four different reloads while using the first handle. The same issue occurred on the second handle with the same four reloads and another five different reloads. The surgeon manually sutured the tissue to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic endoscopy lung lobectomy, after pressing the green button, the handle could not be squeeze and the device did not fire. The same issue occurred on the second handle. The surgeon manually sutured the tissue to resolve the issue. No patient injury.

Manufacturer narrative:
Additional information: b5, e1 (first and last name), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10 concomitant product: egia45avm egia 45 artic vasc med sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown); egia45amt egia 45 artic med thick sulu (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was successfully loaded with a representative single use loading unit (sulu). The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that the device did not fire. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances. Firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3f0546); unknown egia su, unknown endo gia sulu (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lung surgery, after pressing the green button, the handle could not be squeeze and the device did not fire. The same issue occurred on the second handle. The surgeon manually sutured the tissue to resolve the issue. No patient injury.